Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with the current fill estimate on the pump showing 105 units while the caller expected 208 units. There was no adverse impact to the customer's blood glucose level. Caller was assisted in reloading the same cartridge and advised to monitor the situation and follow up if necessary.